Event description:
Patient recieving a rituxan infusion for treatment of a malignancy. Alaris smartpump being used with smartsite low sorb tubing (#10015048). Pump alarming "air in line." Nurse opened the pump to clear the air. While attempting to clear the air in line pump tubing disconnected and approximately 25 mls of chemotherapy spilled out of the tubing to the floor. Tubing attempted to be re-connected by nurse without success. Physician informed about loss of chemotherapy. Nurse experienced chemotherapy exposure on her clothes.====================== manufacturer response for smartsite infusion set low sorb, carefusion======================performing analysis, awaiting formal written response.